Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and non-calcified lesion located in the left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred during positioning due to use of the device in difficult lesion morphology. Procedure was completed using a medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional product analysis: there was metal shaving visible and the wire appeared to have been cut. The tip of the device was damaged and torn. The proximal stent was positioned beside the proximal pillow however the proximal marker band had been pulled distally and was now visible under the 6th proximal strut. The distal marker band is positioned in the distal balloon cone and the inner member is bunched near the tip. Attempts to remove the wire were unsuccessful. Additional info: resistance was encountered when advancing the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary : there were multiple kinks on the distal shaft. There was severe stretching visible to the transition tubing. The stent had moved proximally on the balloon and was not positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. Deformation was evident to the distal tip with it appearing sliced. A wire appearing to be a guidewire, measured at 0.015 inches and was stuck in the guidewire lumen. Burrs were visible on the wire. An attempt was made to remove the wire, but resistance was noted. The inner lumen patency could not be verified due to a wire appearing to be a guidewire stuck in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.